Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 107 mg/dl. Insulin pump will need to be replaced. No additional information provided

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. The insulin pump had intermittent button response due to flattened dome switch on the act button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.